Event description:
It was reported that, the ulnar shaft was being reduced with reduction forceps, with serrated jaw ratchet and the jaw. The working end (jaws) of the instrument was broke and was repeated two more times in an attempt to reduce the fracture. This report is for one (1) red forceps serrated jaw-ratchet 144. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the ulnar shaft was being reduced with reduction forceps, with serrated jaw ratchet and the jaw. The working end (jaws) of the instrument was broke and was repeated two more times in an attempt to reduce the fracture. This report is for one (1) red forceps serrated jaw-ratchet 144. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 399.99, lot number: t181590, manufacturing site: tuttlingen, release to warehouse date: march 27, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the red forceps serrated jaw-ratchet 144 (p/n: 399.99, lot #:t181590) was returned and received for analysis. Upon visual inspection, one of the jaws is deformed, broken condition is not confirmed as the device remains in one piece. A photo was reviewed. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage and complex geometry of the device. Document/specification review: current and manufactured revisions. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (red forceps serrated jaw-ratchet 144) is confirmed. One of the jaws is deformed. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.